Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient¿s ins was overdischarged. It was reported that the patient has had trouble maintaining a charge since the ins was implanted and had trouble positioning the recharger due to their body habitus. It was reported that the patient didn¿t want to recover the ins from overdischarge and planned to have the ins replaced with a newer ins. No symptoms or complications were reported.